Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was leaking battery acid; however, this could not be confirmed. The customer's blood glucose ranged from 80-90 mg/dl. Tandem technical support performed troubleshooting and no issues were observed with the customer's ability to charge the pump battery. Customer cleaned the white film located around the cartridge area of the pump and continued using the pump for insulin delivery.